Event description:
The nurse reported that she discovered the patient's IV line was leaking at the clave junction to the IV tubing. When the nurse attempted to remove the leaking clave and replace it with a new one, she discovered that the new IV tubing was not staying locked to the clave. She removed the IV tubing from the luer lock clave and discovered that the male end of the IV tubing was shorter than expected. Additionally, the male end of the IV tubing was jagged and uneven. Closer inspection of the clave revealed that the remainder of the male end of the IV tubing was stuck inside the clave port. The nurse was unable to remove this remaining piece of the IV tubing from the clave. The clave and IV tubing were removed and discarded. The nurse then used a new IV tubing set and clave. The staff does not know what caused the IV tubing to crack inside the clave port. The nurse did not force the IV tubing into the clave nor did she experience any difficulties with insertion. Likewise, the luer mechanism was not difficult to engage. The nurse reports that she did not use undue force to connect the two devices, and there was no difficulty removing the tubing from the luer lock. There were no obvious defects were noted when she initially connected the IV tubing to the clave. The patient's lines were not pinched, compressed, or pulled. It is unknown why the tubing cracked.